Event description:
It was reported that the guidezilla was fractured. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A guidezilla ii guide extension catheter was selected for use. During procedure, it was noted that the guidezilla was unable to cross the lesion due to calcification and angulation. Subsequently, the device was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the damaged part of the guidezilla was caught and pulled out together with the wire inside the guiding catheter. All devices were taken off from the patient's body.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a 7f guidezilla 2 guide extension catheter. Only the hub, hypotube and collar were returned for analysis. Inspection revealed kinks in the hypotube located 10cm and 26 cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the guidezilla was fractured. The 80% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A guidezilla ii guide extension catheter was selected for use. During procedure, it was noted that the guidezilla was unable to cross the lesion due to calcification and angulation. Subsequently, the device was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported.